Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in reporting pain due to a leg length discrepancy. The surgeon revised the head and liner and the surgery was completed successfully. On (B)(6) 2022, the patient came in reporting instability and looseness and the cause is unknown. During the surgery, the surgeon determined that the stem was solid and well fixed, so he decided to revise the cup and liner with competitor components and revise the head with a medacta head. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to a loose cup and unstable hip and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 jun 2024 lot 2113875: (B)(4) items manufactured and released on 19-jan-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
During a random MDR check conducted on october 1, 2024, some errors were noticed. A follow-up is being initiated to correct them. The k number was in the device bla field instead of in the PMA/510(k), brand name has been corrected and reference inserted in model field of d4 section. Initial MDR was (B)(4).